Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with mild diffuse lamellar keratitis post lasik surgery. Patient is seeing great with acuity 20/15. Surgeon stated patient had no ocular debris present. The sterilization process has been reviewed with the site and everything seems to be as expected.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user performed one energy check at system startup and then performed four treatments without further energy check at that day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for the treatment was conducted about one hour forty minutes before starting procedure instead of immediately before procedure. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. No sample was returned to the manufacturer for evaluation. Root cause for the customer¿s reported event could not be determined conclusively, however occurrences of diffuse lamellar keratitis are a known complication of lasik and other refractive surgeries; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).